Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after an unknown duration post implant of this 19mm aortic bioprosthetic valve, it was explanted and replaced with an unknown device. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual examination revealed that the valve shows slight distortion with inward stent posts. Four pledgets are observed along the sewing ring, above and encapsulated in the host tissue on the inflow. The non-coronary and left cusps are in the closed position with the right cusp partially open. All leaflets are slightly stiff but flexible except where host tissue extends on the inflow. Tears and abrasions through the free margin and lunula of the non-coronary cusp appear to be due to contact with bias wear along the right non-coronary and non-coronary left stent posts. A small abrasion through the free margin and lunula of the left cusp adjacent to the non-coronary left stent post appears to be due to contact with the bias wear. All commissures appear intact. Glistening off white pannus extends along the existing sewing ring on the inflow, to the tissue and base st itching adjacent to all cusps, along the inflow margin of attachment, into all inferior coaptive areas and 1 to 4 mm onto all cusps reducing the inflow orifice area. Pannus remains attached to the existing sewing ring on the outflow with traces of pannus on all outflow rails and stent posts. An unknown amount of pannus appears to have been removed on the inflow and outflow during explant. Radiography shows no evidence of mineralization in the valve and/or host tissue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the explant of the 19mm aortic bioprosthetic valve occurred 3 years and 2 months post implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.